Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient representative reported the patient's stimulation didn't seem to be working. Patient representative said the patient couldn't get the stimulation to vibrate. Caller passed the phone off to the patient. Patient then said the implanted battery was getting down to 90% and wouldn't go any lower. Agent asked if patient was referring to the implanted neurostimulators battery percentage not going down and patient confirmed. Agent had patient unlock the controller and patient said the controller battery was at 90%, and the implant was at 80%. Patient confirmed stimulation was on in group b with program 1 set at 0.1. Patient was able to increase stimulation to 0.4, but then stimulation went back down to 0.1. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.